Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: reporter information updated. Removal date added. Previously reported event "injury" updated to "removal". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure micro-insert found broken') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (laproscopic bilaateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain and perineal pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc(product technical complaint). On 27-jul-2020: fu 4 & 5 proceeded together. Mr received: reporters were added. Medical device removal was replaced with device breakage & new event pelvic pain, perineal pain was added. On 13-aug-2020: coding request event essure micro-insert found broken updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.